Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited "high pressure" error. It was reported that the pump tubing was replaced twice with no resolution. Subsequently, the patient switched to backup pump. No adverse effects were reported.